Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-100 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The e-100 was analyzed and found that the unit was returned for failure analysis and the reported failure was replicated. This unit was installed onto the test system and failed testing. The power led turned red and bipolar led did not turn on, can cut/seal. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the e-100 electrosurgical unit (esu) intermittently did not function. The vessel sealer extend (vse) instrument was used with a backup erbe esu without problems. The customer stated that the power button was red even after restarting and after powering down with the power switch at the back. Intuitive surgical, inc. (Isi) technical support engineer (tse) advised to reset the unit which cleared the red button. The isi tse reviewed the log files with no issues identified. The customer was completing the procedure as planned. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and found a red light. After using the backup erbe esu for approximately 15 minutes, they power cycled the e100 again and it was working as expected so the customer completed the procedure using the e100.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the e-100 for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e1 is blank because information is not available. Fields g5 and g7 are not applicable.